Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(6) 2010. There were no complications during this procedure. The patient was reported to be of average weight. According to the complainant, the patient experienced bleeding, odor, the feeling of something in the vagina and dyspareunia approximately 3-6 months after the procedure. The exact nature of each symptom is unknown. The complainant reported that the implanting physician performed surgery on (B)(6) 2011 to remove the mesh because it had eroded. However, the physician reported that there was no erosion, exposure or dehiscence of the sling and related incisions and that he did not remove any part of the sling. He reported that the patient did not present to him with any symptoms related to the sling. Additionally, the patient was not hospitalized for anything related to the sling or sling procedure and was not prescribed anything other than standard pain medication. The patient's current condition was reported to be "stable."